Manufacturer narrative:
Corrected data/additional information: b5 it was later clarified that the replacement lens was implanted on (B)(6) 2020. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on the lens. Visual inspection found no visible damage to the lens with debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 vticmo13.1 should be corrected to vticmo13.2. Claim (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.1,-12.0/3.0/90 (sphere/cylinder/sxis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2020 a replacement lens was implanted and the problem resolved.